Event description:
It was reported that on (B)(6) 2025a patient presented with grade 4 functional mitral regurgitation (mr) and a thin, friable, and short posterior leaflet for a mitraclip procedure. A single leaflet device attachment (slda) occurred after deployment of an nt clip. Per the physician, the slda was due to a thin friable leaflet, which impacted the ability for leaflet insertion. There was no leaflet injury or damage to the leaflet reported. There was some difficulty in imaging caused by shadowing. An additional mitraclip was implanted to stabilize the first clip. The final mr was grade 2. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient anatomy (thin, friable leaflet). The reported difficult imaging was due to procedural circumstances (shadowing from device). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿two (2) echocardiography videos of the reported device were provided. Both videos capture an lvot view (right side) and intercommissural view (left side). An lvot view captures the anterior - posterior cross section of the valve and will show a front facing view of the clip with the posterior leaflet on the left and the anterior leaflet on the right. The lvot view is used during leaflet grasping and clip closure to confirm sufficient leaflet insertion is achieved. The intercommissural view captures the medial - lateral cross-section of the valve (commissure to commissure, long-axis) that spans the line of coaptation and provides a side view of the clip. The intercommissural view captures p1 (lateral), bisects the a2 region of the anterior leaflet (center), and captures p3 (medial) creating a double opening effect during diastole. The first video shows the fully closed clip grasped onto both leaflets. The delivery catheter (dc) shaft can be seen extending to the center of the clip arms indicating that the clip is attached to the dc and the video was taken pre-deployment (mechanical separation). In the second video the clip is deployed and the cds has been removed as there is no dc shaft in view. In the lvot view, both leaflets appear to be attached to the clip with no evidence of leaflet detachment. In the intercommissural view, the double opening can be observed which normal given the nature of this view and is consistent with the pre-deployment video. Based on the videos provided, there is no indication of a single leaflet device attachment (slda) and the reported slda cannot be confirmed. There are no other observations based on the videos provided.¿